Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that the insulin pump alarmed a no delivery alarm due to reservoir being occluded. Customer's blood glucose was unknown. Customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.